Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('all the time and breakage can happen also'), perforation ('organs punctured and perforated also'), embedded device ('one was embedded in my uterus') and pelvic pain ('I'm having even more pain and problems now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("one of my coils migrated"), vision blurred ("vision is blurry"), fatigue ("I was extremely fatigued"), fibromyalgia ("unbearable fibromyalgia"), abortion spontaneous ("miscarriage") and infection ("infection"), was found to have weight decreased ("I hardly ate & got down to 85 lbs") and leukaemia ("blood cancer") and was found to have a pregnancy with contraceptive device ("I became pregnant"). The patient was treated with surgery (dug it out (as per doc) and scheduled full hysterectomy in january). Essure was removed. At the time of the report, the device breakage, perforation, embedded device, pelvic pain, device dislocation, vision blurred, fatigue, weight decreased, pregnancy with contraceptive device, leukaemia, fibromyalgia, abortion spontaneous and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, embedded device, fatigue, fibromyalgia, infection, leukaemia, pelvic pain, perforation, pregnancy with contraceptive device, vision blurred and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: vision blurred, device embedded and pelvic pain, one of my coils migrated, I became pregnant, all the time and breakage can happen also, organs punctured and perforated also, blood cancer, unbearable fibromyalgia, miscarriage, device ineffective, infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received: new events were added: one of my coils migrated, I became pregnant, all the time and breakage can happen also, organs punctured and perforated also, blood cancer, unbearable fibromyalgia, miscarriage, device ineffective, infection. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('all the time and breakage can happen also'), perforation ('organs punctured and perforated also'), embedded device ('one was embedded in my uterus') and pelvic pain ('I'm having even more pain and problems now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("one of my coils migrated"), vision blurred ("vision is blurry"), fatigue ("I was extremely fatigued"), fibromyalgia ("unbearable fibromyalgia"), abortion spontaneous ("miscarriage") and infection ("infection"), was found to have weight decreased ("I hardly ate & got down to 85 lbs") and leukaemia ("blood cancer") and was found to have a pregnancy with contraceptive device ("I became pregnant"). The patient was treated with surgery (dug it out (as per doc) and scheduled full hysterectomy in january). Essure was removed. At the time of the report, the device breakage, perforation, embedded device, pelvic pain, device dislocation, vision blurred, fatigue, weight decreased, pregnancy with contraceptive device, leukaemia, fibromyalgia, abortion spontaneous and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, embedded device, fatigue, fibromyalgia, infection, leukaemia, pelvic pain, perforation, pregnancy with contraceptive device, vision blurred and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('all the time and breakage can happen also'), perforation ('organs punctured and perforated also'), embedded device ('one was embedded in my uterus') and pelvic pain ('I'm having even more pain and problems now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("one of my coils migrated"), vision blurred ("vision is blurry"), fatigue ("I was extremely fatigued"), fibromyalgia ("unbearable fibromyalgia"), abortion spontaneous ("miscarriage"), infection ("infection") and constipation ("no bowel movement fo 4-5"), was found to have weight decreased ("I hardly ate & got down to 85 lbs") and leukaemia ("blood cancer") and was found to have a pregnancy with contraceptive device ("I became pregnant"). The patient was treated with surgery (dug it out (as per doc) and scheduled full hysterectomy in january). Essure was removed. At the time of the report, the device breakage, perforation, embedded device, pelvic pain, device dislocation, vision blurred, fatigue, weight decreased, pregnancy with contraceptive device, leukaemia, fibromyalgia, abortion spontaneous, infection and constipation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, constipation, device breakage, device dislocation, embedded device, fatigue, fibromyalgia, infection, leukaemia, pelvic pain, perforation, pregnancy with contraceptive device, vision blurred and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event : no bowel movement for 4-5 days was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('all the time and breakage can happen also'), perforation ('organs punctured and perforated also'), embedded device ('one was embedded in my uterus') and pelvic pain ('I'm having even more pain and problems now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("one of my coils migrated"), vision blurred ("vision is blurry"), fatigue ("I was extremely fatigued"), fibromyalgia ("unbearable fibromyalgia"), abortion spontaneous ("miscarriage"), infection ("infection") and constipation ("no bowel movement fo 4-5"), was found to have weight decreased ("I hardly ate & got down to 85 lbs") and leukaemia ("blood cancer") and was found to have a pregnancy with contraceptive device ("I became pregnant"). The patient was treated with surgery (dug it out (as per doc) and scheduled full hysterectomy in (B)(6)). Essure was removed. At the time of the report, the device breakage, perforation, embedded device, device dislocation, vision blurred, fatigue, weight decreased, pregnancy with contraceptive device, leukaemia, fibromyalgia, abortion spontaneous, infection and constipation outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, constipation, device breakage, device dislocation, embedded device, fatigue, fibromyalgia, infection, leukaemia, pelvic pain, perforation, pregnancy with contraceptive device, vision blurred and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received, reporter added. Event outcome added: pelvic pain stopped after removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one was embedded in my uterus') and pelvic pain ('I'm having even more pain and problems now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vision blurred ("vision is blurry"). The patient was treated with surgery (dug it out (as per doc) and scheduled full hysterectomy in january). Essure was removed. At the time of the report, the embedded device, pelvic pain and vision blurred outcome was unknown. The reporter considered embedded device, pelvic pain and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: vision blurred, device embedded and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Case became incident. Event¿s: one was embedded in my uterus, I'm having even more pain and problems now were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('all the time and breakage can happen also'), perforation ('organs punctured and perforated also'), embedded device ('one was embedded in my uterus') and pelvic pain ('I'm having even more pain and problems now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("one of my coils migrated"), vision blurred ("vision is blurry"), fatigue ("I was extremely fatigued"), fibromyalgia ("unbearable fibromyalgia"), abortion spontaneous ("miscarriage"), infection ("infection"), constipation ("no bowel movement fo 4-5"), genital haemorrhage ("excessive bleeding"), gastrointestinal disorder ("gi issues"), tooth fracture ("cracked molar"), alopecia ("hair loss"), pain ("throbbing pain"), dry mouth ("dry mouth"), dehydration ("dehydrated") and inflammation ("inflammation"), was found to have weight decreased ("I hardly ate & got down to 85 lbs") and leukaemia ("blood cancer") and was found to have a pregnancy with contraceptive device ("I became pregnant"). The patient was treated with surgery (dug it out (as per doc) and scheduled full hysterectomy in january). Essure was removed in (B)(6)2017 . At the time of the report, the device breakage, perforation, embedded device, device dislocation, vision blurred, fatigue, weight decreased, pregnancy with contraceptive device, leukaemia, fibromyalgia, abortion spontaneous, infection, constipation, genital haemorrhage, gastrointestinal disorder, tooth fracture, alopecia, pain, dry mouth, dehydration and inflammation outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, constipation, dehydration, device breakage, device dislocation, dry mouth, embedded device, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, infection, inflammation, leukaemia, pain, pelvic pain, perforation, pregnancy with contraceptive device, tooth fracture, vision blurred and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added: "excessive bleeding", new reporter added on 23-mar-2020: social media content received: new reporter added. On 23-mar-2020: social media received. Reporter added. Event gi issues, cracked molar, hair loss, throbbing pain, dry mouth, dehydrated, inflammation added. Fu 11, 12, 13, 14, 15 processed together. On 23-mar-2020: fu 11, 12, 13, 14, 15 processed together. On 23-mar-2020: fu 11, 12, 13, 14, 15 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('all the time and breakage can happen also'), perforation ('organs punctured and perforated also'), embedded device ('one was embedded in my uterus') and pelvic pain ('I'm having even more pain and problems now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("one of my coils migrated"), vision blurred ("vision is blurry"), fatigue ("I was extremely fatigued"), fibromyalgia ("unbearable fibromyalgia"), abortion spontaneous ("miscarriage"), infection ("infection"), constipation ("no bowel movement fo 4-5"), genital haemorrhage ("excessive bleeding"), gastrointestinal disorder ("gi issues"), tooth fracture ("cracked molar/tooth just broke off"), alopecia ("hair loss"), pain ("throbbing pain"), dry mouth ("dry mouth"), dehydration ("dehydrated") and eye inflammation ("inflammation"), was found to have weight decreased ("I hardly ate & got down to 85 lbs") and leukaemia ("blood cancer") and was found to have a pregnancy with contraceptive device ("I became pregnant"). The patient was treated with surgery (dug it out (as per doc) and scheduled full hysterectomy in january). Essure was removed in september 2017. At the time of the report, the device breakage, perforation, embedded device, device dislocation, vision blurred, fatigue, weight decreased, pregnancy with contraceptive device, leukaemia, fibromyalgia, abortion spontaneous, infection, constipation, genital haemorrhage, gastrointestinal disorder, tooth fracture, alopecia, pain, dry mouth, dehydration and eye inflammation outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, constipation, dehydration, device breakage, device dislocation, dry mouth, embedded device, eye inflammation, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, infection, leukaemia, pain, pelvic pain, perforation, pregnancy with contraceptive device, tooth fracture, vision blurred and weight decreased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media content received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('all the time and breakage can happen also'), perforation ('organs punctured and perforated also'), embedded device ('one was embedded in my uterus'), pelvic pain ('I'm having even more pain and problems now') and device dislocation ('one of my coils migrated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vision blurred ("vision is blurry"), fatigue ("I was extremely fatigued"), fibromyalgia ("unbearable fibromyalgia"), abortion spontaneous ("miscarriage"), infection ("infection"), constipation ("no bowel movement fo 4-5"), genital haemorrhage ("excessive bleeding"), gastrointestinal disorder ("gi issues"), tooth fracture ("cracked molar/tooth just broke off"), alopecia ("hair loss"), pain ("throbbing pain"), dry mouth ("dry mouth"), dehydration ("dehydrated") and eye inflammation ("inflammation"), was found to have weight decreased ("I hardly ate & got down to 85 lbs") and leukaemia ("blood cancer") and was found to have a pregnancy with contraceptive device ("I became pregnant"). The patient was treated with surgery (dug it out (as per doc) and scheduled full hysterectomy in (B)(6)). Essure was removed in (B)(6) 2017. At the time of the report, the device breakage, perforation, embedded device, device dislocation, vision blurred, fatigue, weight decreased, pregnancy with contraceptive device, leukaemia, fibromyalgia, abortion spontaneous, infection, constipation, genital haemorrhage, gastrointestinal disorder, tooth fracture, alopecia, pain, dry mouth, dehydration and eye inflammation outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, constipation, dehydration, device breakage, device dislocation, dry mouth, embedded device, eye inflammation, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, infection, leukaemia, pain, pelvic pain, perforation, pregnancy with contraceptive device, tooth fracture, vision blurred and weight decreased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('all the time and breakage can happen also'), perforation ('organs punctured and perforated also'), embedded device ('one was embedded in my uterus') and pelvic pain ('I'm having even more pain and problems now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("one of my coils migrated"), vision blurred ("vision is blurry"), fatigue ("I was extremely fatigued"), fibromyalgia ("unbearable fibromyalgia"), abortion spontaneous ("miscarriage"), infection ("infection"), constipation ("no bowel movement fo 4-5"), genital haemorrhage ("excessive bleeding"), gastrointestinal disorder ("gi issues"), tooth fracture ("cracked molar"), alopecia ("hair loss"), pain ("throbbing pain"), dry mouth ("dry mouth"), dehydration ("dehydrated") and eye inflammation ("inflammation"), was found to have weight decreased ("I hardly ate & got down to 85 lbs") and leukaemia ("blood cancer") and was found to have a pregnancy with contraceptive device ("I became pregnant"). The patient was treated with surgery (dug it out (as per doc) and scheduled full hysterectomy in january). Essure was removed in (B)(6)2017. At the time of the report, the device breakage, perforation, embedded device, device dislocation, vision blurred, fatigue, weight decreased, pregnancy with contraceptive device, leukaemia, fibromyalgia, abortion spontaneous, infection, constipation, genital haemorrhage, gastrointestinal disorder, tooth fracture, alopecia, pain, dry mouth, dehydration and eye inflammation outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, constipation, dehydration, device breakage, device dislocation, dry mouth, embedded device, eye inflammation, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, infection, leukaemia, pain, pelvic pain, perforation, pregnancy with contraceptive device, tooth fracture, vision blurred and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media documents revived, new reporter and event inflammation updated to eye inflammation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one was embedded in my uterus') and pelvic pain ('I'm having even more pain and problems now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vision blurred ("vision is blurry") and fatigue ("I was extremely fatigued") and was found to have weight decreased ("I hardly ate & got down to 85 lbs"). The patient was treated with surgery (dug it out (as per doc) and scheduled full hysterectomy in january). Essure was removed. At the time of the report, the embedded device, pelvic pain, vision blurred, fatigue and weight decreased outcome was unknown. The reporter considered embedded device, fatigue, pelvic pain, vision blurred and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: vision blurred, device embedded and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media content received : reporter added. Events added- fatigue, weight decreased. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.